Manufacturer narrative:
An event regarding a knee revision due to patient factors involving an unknown femoral component was reported. The event was not confirmed. Method & results: -device evaluation and results: the device was not returned for further analysis. However, a picture of the device was provided and it was found unremarkable. -medical records received and evaluation: insufficient medical records were received for review with a clinical consultant. -device history review: a review of the device history records could not be performed as no lot information was provided. -complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: clinician review of the provided information determined the likely root cause of the event was due to a medical issue (lupus and renal failure) leading to degeneration of another portion of the patients knee that had to be removed and converted to a total knee. The failure of this pkr was not implant related. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
Unicompartmental knee revision - patient had a triathlon medial pkr (B)(6) 2015. The patient subsequently developed a vascular necrosis in his lateral compartment subsequent to lupus and renal failure. Dr. Revised the pkr and converted to a total knee. Pkr components were well fixed and in excellent condition.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown pkr femoral component. The following other devices were also listed in this report: pkr tibial insert; cat# unknown; lot# unknown. Pkr baseplate; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Unicompartmental knee revision - patient had a triathlon medial pkr (B)(6) 2015. The patient subsequently developed avascular necrosis in his lateral compartment subsequent to lupus and renal failure. Dr. Revised the pkr and converted to a total knee. Pkr components were well fixed and in excellent condition.